Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 10pm. The patient manages her diabetes with insulin. Due to the alleged issue, the patient was not able to obtain a blood glucose result and 'guessed' on her evening dose of insulin. During the night, the patient claims she felt symptoms of dry mouth and woke up feeling thirsty. The patient reportedly skipped her usual dose of humalog insulin that next morning. No additional treatment was specified. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.